Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative met with the patient on (B)(6) 2021. Impedances were checked and all were showing green. The physician pressed on the implantable neurostimulator with stimulation on/off which did not reproduce any shocking sensation. The manufacturer representative reprogrammed the patient to a lower intensity and the patient has not had any shocking sensation. The patient saw the health care professional on (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: 2019(B)(6); product type: lead. Product ID: 977a260; serial#: (B)(4); implanted: 2019(B)(6); product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated for the past year they had been having extreme electrical shocks and muscle spasms in their legs. It was reported that the leads may have migrated. They had not yet come in for an x-ray. The patient did not want to decrease their stimulator, they just turned their stimulator off. The issue was not resolved at the time of the reported. Additional information will be obtained from the healthcare provider (hcp) on 2021(B)(6). No surgical intervention occurred, and it was unknown if any surgical intervention will be planned, but the rep will follow-up for more information.

Event description:
It was reported that the leads did not migrate and x-ray looked perfectly normal. Patient stated that the leg shocks have no occurred since he turned off the stimulation, which was in a three week mark. The only actions that took place was to leave the stim off for another couple of weeks and see if the leg cramps come back or not. The physician said he can better determine if the cause of the cramps were from the stim. Since the stimulation has been off, the patient stated that he no longer gets leg cramps.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that patient continues to have shocking sensation on his quad area. Caller reports when he saw patient on (B)(6) 2021, he was not able to interrogate patient's device, unknown when patient last charged his device, might have been before (B)(6). Caller reports since he was not able to interrogate patient's device, no impedance were assessed. Caller reports when patient had his stimulation on, patient was having shocking sensation at night. Caller reports patient had his stimulation turned off since (B)(6) and have not had any shocking sensation. Caller will be seeing patient shortly. Passive recharge was reviewed.